Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10 (concomitant). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported the patient experienced a maltracking patella post tka and was scheduled for surgery to address. This patient has had repeated infections and had very limited rom at his revision tka on the above listed date. While at rehab, the patella dislocated when pt attempted to increase his rom. Intraoperatively, the surgeon noted the femoral component could be more externally rotated. The surgeon also chose to shorten the femoral construct in an effort to allow increased rom and put less tension on his quadriceps mechanism. All components are well fixed and no allegation is made against any components. No patient harm nor delay was noted.

Manufacturer narrative:
Product complaint # (B)(4).investigation summary: no device associated with this report was received for examination. A search of the depuy synthes(nc) quality system found no nc¿s associated with this product code: 151760112, lot - mf5361 combination. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable.device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product code: 151760112, lot - mf5361 combination.